Event description:
It was reported the aspiration needle was unable to be inserted into the stylet. The issue occurred during a gastrointestinal procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 of the initial medwatch from "2zk" to "2zk 12". Correction to d9 of the initial medwatch from "no" to "yes". Additional information h4: the subject device was manufactured in december, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's complaint was reproduced. When the stylet was inserted, it felt stuck at the buckling area and could not be inserted. The buckling was due to the following: when an attempt was made to extract the specimen, the needle tube near the distal end bent. The needle tube bent due to a bending force. An attempt was made to insert the stylet once more, but it got caught at the bent area of the needle tube. As a result, the stylet could not be inserted into the aspiration port. However, a conclusive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: if the insertion portion has any malformations like kinks, bends, or cracks, do not use the instrument. Otherwise, unexpected perforation, bleeding, or membrane damage may occur. The handle section and sheath should be kept straight, when withdrawn from the endoscope. Otherwise, the sheath and/or needle tube may be bent, negatively affecting specimen extraction. If the stylet shows any excessive bent and other irregularities, do not use it. The stylet may be damaged or you may come across a resistance to insertion and withdrawal. If this event were to recur, it would not cause or contribute to a death or a serious injury olympus will continue to monitor field performance for this device.